Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's physician called to report that the insulin pump is experiencing irregular insulin delivery. Customer's blood glucose reading was 450 mg/dl. Product is not being returned or replaced.